Manufacturer narrative:
(B)(4). It was reported per plaintiff profile form that patient underwent partial excision of mesh on (B)(6) 2009, removal of small piece of mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to device were pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that the patient underwent revision on (B)(6) 2013. It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of total vaginal hysterectomy with sling procedure with cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to device were pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that the patient underwent revision on (B)(6) 2013. (B)(4).